Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred and required assistance to reset the pump. Blood glucose levels remained within a normal range, below 500 mg/dl, with no adverse impact reported. Technical support helped the customer reset the pump, and following confirmation that the malfunction did not recur, the customer was advised to continue using the pump and contact support if the issue reappeared.